Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that the nothing happened when they pressed the buttons. The customer reported that they received a failed battery test alarm. The customer's blood glucose was high at the time of incident. The customer stated that the insulin pump turned back on. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.